Event description:
Procedure: hernia. According to the rptr: the jaws were catching in the trocar and on the tissue and they used bovie in the area to finish the case. There was no unanticipated tissue loss. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins.

Manufacturer narrative:
(B)(4).